Event description:
It was reported that the patient has deceased due to acute cardiopulmonary arrest. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing was normal. Visual inspection of the partial lead found no anomalies except for procedural damage.